Event description:
Event was reported to caldera medical by an attorney. Patient suffers mental and physical pain and suffering, sustained permanent injury, further corrective surgery, financial or economic loss, impaired physical relations, recurrence of incontinence, lower abdominal pain and dyspareunia. No further information has been provided.